Event description:
A malfunction was reported by the caller in the tandem source, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller was assisted by technical support to reset the pump and was advised to continue using it, with instructions to phone back should the malfunction code recur. The caller acknowledged and understood the guidance provided.